Manufacturer narrative:
Investigation:bd received 23 nexiva 20 gauge units from lot 964550 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that three units appeared to be used and had the extension tubing was separated from the winged adapter. The other units appeared to have no physical/mechanical damage observed to the units and the extension tubing was still attached to the adapter. Based off the visual inspection the engineer was able to verify the reported defect. This was a known issue for the manufacturing facility and it was determined that the extension tubing was becoming separated due to an insufficient amount of adhesive being applied to the extension tubing and adapter. The manufacturing facility has taken steps to correct this issue. A new adhesive application station was installed the vision system on the production lines were upgraded.

Event description:
It was reported that the during flush the catheter is separating from the hub of the catheter, thus the tube comes off and blood flows out with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no: 383536, batch no: 9064550. It was reported that the catheter is disconnecting from the hub of the catheter. (2 of 3) for date (B)(6) 2019 additional information from the initial reporter: "the tubing on the IV catheters are coming disconnected from the hub of the catheter itself. When this happens and the tube pops off, the blood is free flowing backwards from the patient making a mess of the patient, the staff, the floor, bedding. This is occurring when the clinicians are flushing the catheter with a syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the during flush the catheter is separating from the hub of the catheter, thus the tube comes off and blood flows out with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no: 383536, batch no: 9064550. It was reported that the catheter is disconnecting from the hub of the catheter. (2 of 3) for date(B)(6) 2019. Additonal information from the initial reporter: "the tubing on the IV catheters are coming disconnected from the hub of the catheter itself. When this happens and the tube pops off, the blood is free flowing backwards from the patient making a mess of the patient, the staff, the floor, bedding. This is occurring when the clinicians are flushing the catheter with a syringe."